Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the calcified anterior tibial artery. An unspecified .035 guide wire was used to cross the iliac artery and the command guide wire was advanced to the anterior tibial artery. The lesion at the anterior tibial artery was so tight that an non-abbott 1.5 mm balloon could not cross the lesion over the command guide wire. The command guide wire and the balloon were retracted and rotablation was performed. The command guide wire was re-advanced and a non-abbott 2.5 mm balloon was advanced, however it could not cross. The guide wire was exchanged for a non-abbott guide wire. The physician stated that the command guide wire was noted to be sticky during both advancement and retraction with both non-abbott balloons and this stickiness was not experienced with the non-abbott guide wire. He also stated that the torquability of the command guide wire was not as good as the non-abbott guide wire, nor as good as he expected it to be. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.